Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. The battery device was evaluated and the reported condition that the device did not work was confirmed. The external features of the returned unit were visually inspected. No evidence of customer abuse or manufacture issues observed. The unit was tested and it was confirmed that this battery didn't function and won't take charge. The device was taken apart and it was discovered that it had blown fuse which caused the failure. It was determined that the cause of the battery failure was excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that had a short circuit. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation determined that the assignable root cause of the battery failure was due to excessive current that caused the battery to blow the fuse, suggesting that the battery had been connected to a device that had a short circuit. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure using tibial nail in the pelvis section, it was observed that two small battery drive devices simply would not work when a fully charged battery device was inserted into the devices. It was further reported that when the battery device was placed back in the charger device it did not work anymore. It was reported that there was a five minute delay in the procedure as identical spare devices were available for use to complete the surgery successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Upon further investigation it was found that the incorrect lot number (151207) was documented in the initial medwatch report. The correct lot number (150623) has been entered into this medwatch report. Please note that the incorrect date of manufacture (dom) (jan 5, 2016) was documented in the initial medwatch report. The correct dom (jul 29, 2015) has been entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.